Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Patient has not had a follow up since implant. His rv lead was not capturing at all, even at max output. The rep will talk to doctor about medication and possibly a lead revision. Lead remains implanted.